Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the screen was cracked because the customer fell off the skateboard while wearing the pump. The customer's blood glucose level was 400 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.